Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill gauge estimate and the fill estimate had remained static at 145 mg/dl after 56.6 units of insulin had been delivered. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to assist with reloading the cartridge.